Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor memorygel breast implant 400cc gel breast prosthesis, cat. #3507400bc, lot #tx1562957. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 375cc gel breast prosthesis when she experienced capsular contracture (baker grade unknown) in her left breast. In addition, it was reported that the left breast was full of fluid. As a result, the patient underwent bilateral explantation and replacement with allergan breast prostheses on (B)(6) 2017.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/09/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device was contained clear gel and weighed 394.4 g. Brown material was observed within the device and gel on the shell surface. During evaluation creases were observed on the anterior and posterior aspect. Two rents were also discovered within areas of shell abrasion on the posterior aspect, measuring approximately rent a 0.1 cm and rent b 0.3 cm. No other anomalies were discovered. According to the information provided, the product evaluation (pe) team concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Seroma was also reported, excessive postoperative accumulation and/or transient re-accumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate post-operative period may require additional work-up by the surgeon. Seroma is a known complication associated with this surgery and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).